Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a button error alarm on the insulin pump. Customer stated that she attempted to change the battery but she could not clear the alarm. Customer stated that the pump was tucked inside her pants while it was hot and humid. Customer reported that there was a hairline crack on the top right corner of the lcd screen on the pump screen. Customer stated that it is about 1/8 of an inch in size. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.